Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced low vault and elevated iop. Iop medication was administered. The lens remains implanted. No further information has been provided. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- one similar complaint event(s) within associated lots were found. The similar complaint is related to the fellow eye lens. Claim# (B)(4).

Manufacturer narrative:
Corrcected data: b5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced urrets-zavalia syndrome with unreactive pupil and iris atrophy, low vault. Medication was administered. The lens remains implanted. No further information has been provided. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6-clinical code: 4581- urrets-zavalia syndrome. Claim# (B)(4).